Event description:
Patient underwent triple jump bypass surgery for an occluded left anterior descending vessel, as well as other cardiac blood vessels. The cardiopat system was used only in the postoperative operation mode. Patient was operated in 2005, and because of complications was taken back into surgery, five days later. During the second surgical procedure, the surgeon discovered approximately 1000 ml of "formed clots". The surgeon reported the patient has recovered. There is no evidence the cardiopat system was responsible for the reported patient complications.